Manufacturer narrative:
Evaluation method: electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front therapy electrode. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the front left therapy electrode. The patient placed neosporin on the irritation. The patient had taken off the device to allow the irritation hot heal. The patient's electrode belt was leaking gel on the area of the irritation. The patient's physician advised the patient to use hydrocortisone cream on the irritation. The patient removed the device. The reported irritation improved.